Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing "thumping" in the chest while sitting and while on the left side. Interrogation ap proximately two weeks after implant of the left ventricular (lv) lead revealed extracardiac stimulation. The lead was reprogrammed. The lead was electrically abandoned approximately four months later. No further patient complications have been reported as a result of this event.